Event description:
A fail code 810.11. Info was not provided regarding whether or not the failure occurred during an infusion. The hosp rep did not have info regarding whether there have been any reports of any pt injury or medical intervention.